Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced exposure along anterior vaginal wall and vaginal vault prolapse. A robotic assisted procedure was used to implant the device for sacral colpopexy with another device company's sutures, lysis of adhesions and bilateral salpingo-oophorectomy. A robot undocked procedure was used for explantation of the device due to exposure and cystourethroscopy. Intraoperative findings indicated a few adhesions over vaginal apex, a few filmy bowel adhesions to anterior abdominal wall and side wall (lysed), the bladder was noted to be difficult to dissect off the anterior vaginal wall, and a slightly enlarged cystic right ovary was also noted. An intraoperative decision was made to remove bilateral tubes and ovaries. An additional procedure to explant the device due to exposure was performed. Intraoperative findings noted all visible and palpable device were removed along anterior vaginal wall.